Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, while at school in late 2008, the patient reported no sound when using the cochlear implant system. Exchanging the external equipment did not solve the problem. No trauma was reported. An x-ray (date not reported) showed both the electrode array and the internal magnet in correct position. Results of an integrity test done a week later, were consistent with normal receiver/stimulator function with multiple open circuit electrodes. The patient's device was explanted six days later, and a new device was reimplanted during the same surgery.